Event description:
When rn attempted to remove the foley, he deflated the balloon but met resistance when he attempted to remove the catheter. Another rn and the covering md attempted same without success. A urology consult was able to remove the catheter without difficulty/resistance/incident.what was the original intended procedure?temporary urination assistance and measurement.